Event description:
While bagging the infant the physician noted that patient was only able to bag with a pressure of "10" even with the pop off valve occluded. The infant resuscitation bag only gives pressure sporadically. You can not count on them to give the breath you need.